Event description:
It was reported that a 25mm trifecta gt valve was implanted in (B)(6) 2019. On an unknown date the patient presented with severe prosthetic valve endocarditis. The valve required replacement due to acute heart failure. There was a leaflet tearing from the stent post. On (B)(6) 2022, the valve was explanted and replaced with a 25mm non-abbott heart valve. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implant date of (B)(6) 2019 is an estimate.

Manufacturer narrative:
Explant was reported due to a heart failure, endocarditis, and a leaflet tear. The investigation found that leaflets 1 and 2 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear sites. However, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.